Event description:
Pt was revised to address fracture post on the poly.

Manufacturer narrative:
Examination of the submitted device confirmed the reported fracture. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the product lot code. The investigation found evidence indicating repeated pt attempts to hyperextend contributing to the fracture. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.